Event description:
I had a hip replaced in (B)(6) 2009. It is a depuy pinnacle hip and I¿m having to have it replaced again on (B)(6) 2011, due to severe pain and swelling. The pain is so great, I can barely walk with it most days. Dates of use: (B)(6) 2009 - (B)(6) 2011.